Manufacturer narrative:
(B)(4). Only event day and year known: (B)(6) 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What caused the vessel to not seal well? Were the clips malformed? How was the procedure completed? Was there any patient consequence? If yes: please explain:

Event description:
Clips didn't seal vessels well.

Manufacturer narrative:
(B)(4). Batch # p91c75. The analysis results found that the el5ml device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The instrument was disassembled, upon disassembly 8 clips were found inside clip track. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.